Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture/silicone migration: observed a broken-on posterior and one opening on anterior assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required.

Event description:
Medical staff reported potential left side implant rupture. Medical staff reported potential left side implant rupture. "A histological report of the tissue was made for the patient, which clearly shows that the material was outside the capsule and had already accumulated in the lymph nodes." The device has been explanted.

Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected and/or changed data: a.3a, b.5, b.6, d.9, h.3, h.6, h.11.

Event description:
Medical staff reported potential left side implant rupture. Medical staff reported potential left side implant rupture. "A histological report of the tissue was made for the patient, which clearly shows that the material was outside the capsule and had already accumulated in the lymph nodes." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Medical staff reported, potential left side implant rupture. The device has been explanted.